Manufacturer narrative:
The investigation is complete and section h codes have been updated. The issue identified is not a reportable issue.

Event description:
It was originally reported the stretcher brakes do not work, potentially indicating they are difficult to engage/disengage. There was no report of patient involvement or adverse consequences. Upon investigation by a stryker field service technician it was found that the brake pedal was loose and the user would have to use an alternate pedal to engage the brakes. This issue is not reportable.

Event description:
It was reported the stretcher brakes do not work, potentially indicating they are difficult to engage/disengage. There was no report of patient involvement or adverse consequences. The device is currently pending evaluation and further details have not yet been provided.